Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The reporter stated that the device was not cutting evenly. It was thick at one end and thin at the other. There was stippling of the graft. The skin graft was for a reconstruction of the ankle. The donor site was the right upper thigh. Thickness set on the dermatome was .012" the user used another dermatome when the malfunction occurred. A second donor site was needed.